Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative, the device overheated, and the user acquired a first-degree burn on the finger. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no delay to a surgical procedure.